Manufacturer narrative:
One 72202595 twinfix ultra pk 4.5mm suture anchor reported on. Product was not returned for evaluation. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were not possible without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1) unexpected bone condition/density. 2) alternate method than technique driven instructions for use. 3) incomplete anchor insertion. 4) loss of or lack of axial alignment. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Maintaining axial alignment is critical to successful implantation. Final product met predetermined specifications upon release to distribution. There is no objective evidence to suggest a direct link between the surgical site infection (ssi) and products used during the procedure. Rate of occurrence is monitored via surveillance. If need be, surveillance then raises awareness for a response action.

Event description:
It was reported that a revision surgery had to be made because of an infection on the (b)(B)(6) 2018, the procedure made was a debridement to eliminate dead and infected tissue to clean the infected area, the patient was put under general anesthesia to make the procedure. A culture and general exams were made and the results were that gold staphylococcus aureus was present, with consulting the pharmacy department they give the drug for staphylococcus aureus, then they give the surgical incision dressing change. A postoperative review of blood routine, liver function, kidney function and electrolyte was made and the results have that it was generally normal. Fourteen days after the revision surgery the suture was successfully removed and wound had a level healing, patient was discharged.

Event description:
It was reported that after a right ankle rupture anastomosis surgery, the patient was re-admitted to the hospital on the (B)(6) 2018. A revision surgery had to be made because of an infection on the (B)(6) 2018, the procedure made was a debridement to eliminate dead and infected tissue to clean the infected area, the patient was put under general anesthesia to make the procedure. A culture and general exams were made and the results were that gold staphylococcus aureus was present, with consulting the pharmacy department they give the drug for staphylococcus aureus, then they give the surgical incision dressing change. A postoperative review of blood routine, liver function, kidney function and electrolyte was made and the results have that it was generally normal. 14 days after the revision surgery, the suture was successfully removed and wound had a a level healing, patient was discharged.